Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No additional information was reported. Related manufacturer reference number: 2017865-2019-04830, related manufacturer reference number: 2017865-2019-04832.

Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.